Event description:
The following was reported to hamilton medical ag: summary: the display rebooted during ventilation and then 'panel connection lost' alarm occurred. The nurse thought that ventilation stopped during the display rebooting. No clinical signs, symptoms or conditions additional device required.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.